Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported past issues with keys on the pcu not working. They would send the devices to biomed in these cases. It was reported that previously they were spray the devices directly with oxyvir spray. Customer no longer uses the spray, and currently uses extra large caviwipes. This was reported to bd representatives during site visit. Generalized feedback, no additional information, no products available for investigation. There was patient involvement but no harm.